Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reported: occurred during a lap. Gastrectomy. On the fourth firing they pushed the blue button and the silver button to remove the reload from the adapter but could not open the jaws. The status indicators were illuminated blue and the handle indicator flashed green and the five firing progress indicators flashed red. They replaced it with another idrive. After the fifth firing they tried to remove the cartridge from the adapter and could not. The noticed the status indicators were illuminated blue and the handle indicator flashed green and the 5 firing progress indicators flashed red. They completed the case with another device. No patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. An error code was noted in the device memory. Upon a visual inspection of the handle, it was noted that there were no abnormalities. The handle was then disassembled, and it was noted that seal was not properly applied in one area of the circuit board. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.